Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the rexroth valve is stuck. Associated malfunctions for this device: power switch short circuited, sieve beds saturated, tank leaking, tie wraps and gear clamps leaking.